Manufacturer narrative:
(B)(4). The device history review the product auto endo5 ml, lot #73c1700360 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are crooked after loading. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1700360 was manufactured on 03/20/2017 a total of (B)(4) pieces. Lot was released on 03/23/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device. Another attempt was made and, this time, a clip was properly loaded into the jaws and was successfully applied to over-stressed surgical tubing. This was repeated with the same results for the remaining clips. The sample was received with 4 clips remaining in the channel indicating that 11 other remarks: clips were fired by the end user. The broken ratchet could cause the clips to become out of position and prevent the clips from properly loading but it could not be confirmed that the clips were out of position in the channel. It could not be determined why the ratchet broke. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip crooked after loading" was confirmed based upon the sample received. One device was returned with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, the first clip was unable to properly load into the jaws. However, the other three clips were all able to fire properly and were successfully attached to over-stressed surgical tubing. The ratchet ears were found to be broken which could cause the clips to become out of position in the channel and prevent clips from loading properly, but it could not be confirmed that the clips were out of position in the returned device. It could not be determined why the ratchet broke. Since it could not be determined what broke the ratchet, the root cause of this complaint issue is undetermined.

Event description:
It was reported that the clips are crooked after loading. There was no reported patient injury.